Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life with damage/moisture) issue. It was alleged the battery compartment was cracked with moisture in it. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-dec-2018 with the following findings: frequent replace battery alarms were observed in the pump history. The pump's electrical draws were tested and found to be high when the pump display screen was active. When a test display screen was used, electrical draws were within required specification. The original complaint of short battery life was due to the damaged display screen.